Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: he product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune tka to treat pain secondary to tricompartmental osteoarthritis. The patella was resurfaced and depuy smartset gentamycin cement x2 was utilized. The procedure was completed without complications. The surgeon notes that the patient has morbid obesity. Patient received a left knee revision to treat pain, impaired mobility, and osteolysis secondary to aseptic loosening. Upon entering the joint, the surgeon identified and excised periarticular synovitis. The surgeon notes there was femoral condyle and tibial metaphyseal osteolysis. The femoral component was loosened at an unknown interface and revised. The tibial tray was grossly loose and debonded at the cement to implant interface. The surgeon notes there was some femoral condyle and tibial metaphyseal bone loss. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient was revised with a depuy sigma revision construct utilizing depuy cement x 3. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2018, left knee.